Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded center bend stent was implanted in the ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The initial plan was to place two 10f x 9cm and one 10f x 7cm advanix stents into the common bile duct. During the procedure, after the first 10f x 9cm stent was successfully deployed, the second stent of the same size was deployed. However, the physician observed that the stent felt stiffer and encountered difficulty in deploying. Subsequently, the second stent was able to deploy; however, while checking the stent in full view after deployment, the physician noted a black tubing was still attached to the stent. Upon further investigation, it was determined that it was a portion of the delivery system that was detached. A forcep was then introduced and pulled the detached portion of the delivery system; however, it caused the stent to move slightly out of the ampulla. Despite having the 10f x 7cm stent being prepared for placement, the physician decided not to use the third stent due to the difficulty and movement of the second stent. The stents remained implanted and the procedure was completed. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Imdrf impact code f2301 captures the additional intervention to remove the detached portion of the delivery system using forceps.